Event description:
It was reported via clinical affairs that an 82 year old male patient underwent an implant of an edwards aortic bioprosthetic valve and developed a blocked rhythm, one (1) day later. The patient's medications were adjusted, had several long pauses, was in sick sinus syndrome and needed a permanent pacemaker implanted. Patient tolerated both the avr and ppm procedures well. No information to suggest a malfunction of the edwards device related to this event, as it remains implanted and properly functioning. The implant operative report indicates no complications.

Event description:
Additional information has been obtained in which the serial number for this device is now known.

Manufacturer narrative:
The edwards device remains implanted as it continues to function as intended. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). In this case, the event was treated with permanent pacemaker implantation. However, there is no information to suggest an edwards device malfunction or quality deficiency related to this event.